Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: top folders of product were received for analysis. As needle or suture were not returned for evaluation further investigation could not be conducted.

Event description:
It was reported that a patient underwent a moyamoya procedure in (B)(6) of 2020 and the suture was used. It was reported that during surgery the needle popped off the suture. The needle was located and there was no patient consequence.